Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2010, the patient underwent surgery with the gamma3 nail. On (B)(6) 2011, the surgeon found through the x-ray that the nail was broken at the lag screw hole. The fracture was a non union. On (B)(6) 2011, the surgeon used a chs (long plate) to revision patient. The surgeon will monitor the patient.